Event description:
Additional information indicates that patient was re-implanted with a new ipg. Therapy was restored and wound issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced wound dehiscence and sanguineous drainage at ipg site. It was noted that patient did a lot of gardening and bending over. Surgical intervention was undertaken wherein the ipg was explanted.